Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Section h.3: the stent component remains implanted and is not available for return. The remainder of the device component is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 8512173. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Impediment of the enterprise 2 stent in the microcatheter with no loss of target cerebral position is a known occurrence during endovascular procedures. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. However, the event required excessive force to deliver the stent, which resulted in the premature detachment of the stent at the distal end of the lesion site. When the stent is prematurely deployed in the patient (in an unintended site), this can lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. In this case, there were no reports of patient harm; however, the original plan of the surgical procedure was modified, as the implantation of a second stent was required to fully cover the target lesion and preclude patient harm. Based on this required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8512173) was impeded in the distal section of the concomitant microcatheter (unspecified brand). The physician added some force to deliver the stent; the stent prematurely released in the distal part of the target lesion. The physician then delivered a second stent to the target site and completed the procedure. The microcatheter was not replaced. The first stent remains in the distal end of the lesion site. The patient is reported to be in stable condition. On 29-apr-2024, additional information was received. Per the information, the procedure was aneurysm embolization with the target on the ocular internal carotid artery / the location of the targeted aneurysm was the ophthalmic segment of the internal carotid artery. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). The second stent used was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). The second stent was delivered using the original prowler select plus microcatheter used with the first stent. There was no procedure delay due to the reported issue. The information indicated that the pusher component of the first stent is the remaining component that will be returned.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain the remainder of the device component to be returned for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8512173. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.